Event description:
It was reported after the battery maintenance process was carried out during an unrelated service visit by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) battery failed. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the unit failed the battery test. The unit is in working condition but not recommended for clinical use due to expired parts.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and stated that the unit failed the battery test. The customer chose not to purchase parts, therefore the unit was not repaired. The current service status of the unit is unknown.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) battery failed.

Manufacturer narrative:
Due to character restrictions in block e1: telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.